Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated, d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was attributed to fluid ingress. Our evaluation found internal fluid damage. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was scrapped. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, critical errors were observed in the error log. Complainant did not indicate that there was any patient involvement in the reported malfunction.